Manufacturer narrative:
(B)(4). The customer report of catheter blocked was not confirmed by visual inspection of the customer supplied photos. The picture revealed what appeared to a blood clot at the distal end of the catheter. However, full complaint verification testing could not be performed as no sample was returned for analysis. The instructions for use (IFU) provided with this kit warns the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations. Ensure catheter patency prior to use." A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that the hemodialysis catheter was blocked in less than 24 hours after it was inserted into the vein of the patient. It was unblocked when thrombolysed with urokinase, however in less than 6 hours, it became blocked again. After the removal of the catheter, it was found out that its side hole was completely blocked. The catheter was replaced. The patient was fine, and had no injury.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the hemodialysis catheter was blocked in less than 24 hours after it was inserted into the vein of the patient. It was unblocked when thrombolysed with urokinase, however in less than 6 hours, it became blocked again. After the removal of the catheter, it was found out that its side hole was completely blocked. The catheter was replaced. The patient was fine, and had no injury.